Event description:
It was reported that following implant of the right ventricular (rv) lead, lead thresholds "doubled overnight." A lead dislodgement was suspected and "difficult anatomy" was noted. The next day the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.